Event description:
A malfunction alarm was reported by the customer, specifically malf 12. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer successfully reset the pump on their own, and the malfunction did not recur after the reset. It was advised that the customer could continue using the pump, with instructions to call back if any issues arise again, which the customer understood and acknowledged.